Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issue on (B)(6) 2026 as cannula was found bent on the first day of use which led to insulin flow blocked alarm. The insertion site was abdomen. No further information available.